Manufacturer narrative:
Synergy cranial software instructions for use state, "warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register."

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative received a report from a site that while in a cranial procedure, part-way through navigating, the surgeon alleged being inaccurate. The surgeon alleged being inaccurate with a microscope earlier in the procedure. In trouble-shooting, an instrument was tested and it displayed the same inaccuracy as the microscope. The site did not provide an exact measurement for the inaccuracy nor did they give the direction. The site noted that they suspected a physician assistant (pa) bumped the frame. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative noted pointmerge registration, great accuracy on blue head. Reported issue could not be replicated.